Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, hd4700, 4mm, 70 degree hd quicklatch autoclavable eyecup scope was being used on (B)(6) 2022 during an arthroscopic hip labral repair procedure and ¿loss of part of the end of the arthroscope in the patient's joint... The practitioner realizes this following a radio check at the end of the operation and manages to remove the missing part before to close.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without an alternate device and there was a 5 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer event ¿loss of part of the end of the arthroscope¿ was confirmed based on photographic evidence. To date, the device has not been returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. A device history record review was not conducted as the device has been in the field greater than 12 months. A risk analysis cannot be conducted since conmed does not own the risk documents for this device. Per the instructions for use, the user is advised the following: handle all equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. Do not subject the endoscope to impact. Do not bend the shaft after inserting the endoscope into the body. A piece broken off the endoscope can become lodged in the soft tissue or no longer appear in the endoscope¿s field of vision and thus remain in the body. Inspect the endoscope for damage prior to and after each use. If the endoscope is damaged, discontinue use and contact the manufacturer. Put the endoscope down carefully. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, hd4700, 4mm, 70 degree hd quicklatch autoclavable eyecup scope was being used on 02mar22 during an arthroscopic hip labral repair procedure and ¿loss of part of the end of the arthroscope in the patient's joint. The practitioner realizes this following a radio check at the end of the operation and manages to remove the missing part before to close.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without an alternate device and there was a 5 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.